Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: d9 (date device returned to manufacturer). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that flickering image occurred due to communication failure caused by faulty cable. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 (establishment name): (B)(6). The device was returned to olympus for evaluation and the evaluation found flickering/intermittent image due to a bad cable. In addition, fail water leak test from the cable, a cut on the cable, and a faded serial plate were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had no image. The issue was found during reprocessing. There were no reports of patient harm.